Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips the device only intermittently acquired a 12 lead ECG. There no report of patient harm.